Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that since received implant on monday the stimulation sensation has been shocking her and is painful. Patient also mentioned that stimulation is in vaginal area whereas during the trial was in lower back. Patient also stated in pain from the surgery procedure. Patient has questions about therapy. Patient said that did see her physician yesterday regarding pain and shocking and stimulation setting was adjusted and no longer shocking her. Patient did state is still in pain. Patient said was told by hcp that there was scar tissue in the sacrum and also a lesion behind the sacrum. The patient was redirected to their healthcare provider to further address the issue. Reviewed therapy information including healing factors. Reviewed general programming guidance.